Event description:
It was reported that the patient had a syncopal episode. The implantable cardioverter defibrillator (ICD) was checked, and it was found that the right ventricular (rv) lead had a drop in r-wave amplitude. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.